Event description:
It was reported that during a balloon angioplasty procedure, balloon burst occurred. The target lesion was to be treated with a 3.00mm x 12mm apex balloon catheter, but it burst upon inflation inside the guide catheter at below the rated burst pressure. The device was not used inside the patient's vasculature. The balloon was removed and the case was completed.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).